Event description:
Shock delivered notification was received on the customer support helpline queue. Customer care spoke with the patient who confirmed therapeutic shock and stated that they were at church at the time of the event. Patient declined ems at this time. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage.wcd role in the shock event is pending additional medical information and pending evaluation of to-be-returned device.